Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on several occasions, the customer felt resistance while injecting insulin into the cartridge using a syringe. The customer thought that the cartridge septum was "getting stuck in the needle tip". The customer change the needle tip and the cartridge was filled. As the events had occurred in the past, tandem technical support was unable to confirm the cause of the event.